Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemic episodes while using the ilet system and plans to transition back to prior insulin therapy after receiving additional training and troubleshooting. The user reported a recent hypoglycemic event during which glucose dropped to 60 mg/dl and was treated with oral carbohydrates in the form of orange juice. Review of available device data found no evidence of malfunction, and the system was observed to function as intended with appropriate responses to glucose levels. The reported events are consistent with therapy-related hypoglycemia. Symptoms included hypoglycemia without reported severe complications. Outcomes included no long-term health consequences or lasting impact. Investigation included review of device data, user-reported information, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction, and the cause of the hypoglycemia remains unclear. It was concluded, based on available information and previously established findings for similar reports, that the cause is unclear.